Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons; however, upon analysis of the returned components, a wear at fold in the proximal end and middle of the first cylinder was identified, and in addition, it was noted that the kink resistant tubing (krt) of the pump were worn to the filament, and also the pump did not pass the valve activate state test. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested. The cylinder had wear at fold in its proximal end and middle. The pump was microscopically inspected, leak and functionality tested. The pump kink resistant tubing (krt) were worn to the filament. The ktr were cut shorter for functional testing. The pump failed valve activate state test. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.